Event description:
It was learned through implant patient registry and medical records that a 27mm 3300tfx aortic valve was explanted and replaced with a 25mm 11060a konect resilia aortic valved conduit after an implant duration of three (3) years, eleven (11) months due to e. Faecalis endocarditis. The patient was discharged home in stable condition on pod# 7. Per medical records, the patient was diagnosed with e. Faecalis bacteremia and endocarditis and was started on antibiotic. Underwent redo sternotomy, redo avr and aortic root replacement utilizing 25mm 11060a konect resilia aortic valved conduit via biobental procedure. The previous bioprosthetic valve found dehisced at the non-coronary sinus. Valve was removed, exposing significant abscess cavity of aortic root spanning from non-coronary sinus to left coronary sinus. Annulus was debrided extensively and irrigated with antibiotic solution. Patient tolerated the procedure well without complications. And was transferred to the cticu postoperatively. The patient was discharged on pod# 8.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 27mm 3300tfx aortic valve was explanted and replaced with a 25mm 11060a valve after an implant duration of three years, 11 months due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.